Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 4004 lead, implanted: (B)(6) 1989, product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated atrial oversensing and the impedance on the atrial pacing lead was beyond the expected lower range. It was noted atrial high rate episodes were recorded, with apparent oversensing seen on the electrograms (egms), and atrial lead pacing impedance was stable at approximately 220 ohms throughout recorded dating back to (B)(6) 2014. There was a lifetime low impedance of 186 ohms and a lead warning on (B)(6) 2015 with high count of low impedance paces since warning. (B)(4).

Event description:
It was reported that during a routine device check, a right atrial (ra) subclavian lead fracture was observed via chest x-ray. It was noted the ra lead was reprogrammed to unipolar pacing configuration and the pacing impedance was low and the fracture was contributed to gradual degradation. There was also indication of possible oversensing episodes, but "no obvious abnormality in the data" and the ra lead was left in unipolar pacing configuration. The ra lead was later replaced. No patient complications have been reported as a result of this event.